Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had critical pump error. The blood glucose was 11.1 mmol/l at the time of the incident. Customer stated that, they are not able to rewind the pump and unable to clear the alarm. Customer stated that, he only saw insulin in the battery chamber. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with pump error 35 and critical pump error due to moisture damage on electronic assembly. Pump was received with corroded battery tube.